Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct the information provided in the initial report. Based on the results of the investigation, the ¿foreign material protruded from distal end due to clogged nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿insufficient air/water being released from the air/water nozzle. In addition, a black particle was found inside the nozzle.¿ was confirmed. The following findings were also noted during device evaluation: due to damage on channel-tube, water tightness is lost, due to a chip on plastic distal end-cover, insulation resistance value at distal end does not meet specifications, - due to wear of angle wire, bending angle in up direction does not meet the specifications, and adhesive on the bending section has wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the gastrointestinal videoscope had insufficient air/water being released from the air/water nozzle. In addition, a black particle was found inside the nozzle. Upon inspection and evaluation, due to clogging of nozzle, foreign objects come out of distal end. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.